Event description:
During the dilatation and curettage and endometrial ablation procedure, trumpet valve was not working properly. The surgeon attempted to heat the water up, but it declared that there was a heating error before it could even reach the 87 degrees celsius. At that time, we decided to go ahead and use the hydro thermoablation equipment panniculectomy and abdominal plastic surgery removing excess skin in panniculus in 2007, hypothyroidism. Hernia repair, cholecystectomy, caesarean section.